Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an episode of oversensing that occurred in the early morning hours. The patient was not usually pacer dependant, however during this episode pacing was inhibited causing asystole for approximately 2 seconds. The patient was not aware of any issues.